Event description:
It was reported that when the syringe was put down after inflation of the balloon, the balloon would not deflate. There were no patient complications reported.

Manufacturer narrative:
The reported complaint of "balloon would not deflate" was not confirmed. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the specification of 4 seconds. The balloon failed to deflate fully with returned syringe attached. All through lumens were tested for patency and leakage and all through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5 cc limited volume syringe. Visual examination was performed at 10 x magnification. As per the instructs for use, passively deflate the balloon by removing the syringe from the gate valve. Customer photo revealed that the syringe was attached to gate valve, which would not allow the balloon to fully deflate. This guidance was provided to the customer. A device history record review was completed and documented that the device met all specification upon distribution.